Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had shortness of breath. The right atrial (ra) lead had dislodged and exhibited no-capture. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.